Event description:
The customer's spouse reported via telephone call that the insulin pump buttons were unresponsive. The blood glucose reading was 79 mg/dl. The insulin pump was not bumped. The blood glucose reading was brought up to 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.